Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Samples for similar complaints were analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. (B)(4). The relevant ministries of health have been notified of this problem. A caution in-use notification letter has been issued, which has been placed on all accusol product by the relevant centres/hospitals. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after (B)(4) 2008 with a ph above 7.3 at final analysis is not released. We are confident that these corrective measures will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch file review was completed and was found to be acceptable.

Event description:
This customer reported to baxter (B)(4) that a bag of accusol was involved in an incident where a powder like substance was noticed in the line. The problem occurred during the treatment after the patient was given IV furosemide. Shortly afterwards it was noted that the solution at the pre-dilution tubing (where it connects above the filter) was cloudy. Treatment was discontinued. No adverse effects on the patient.